Event description:
Customer reported device generated results with un-dosed test strips. Customer stated holding device nose cover on during testing because it would stay on the device. Customer stated being recently sent a new nose cover; however the replacement will not stay on the device either. No treatment. A request was made for return product and replacement product was sent.